Event description:
Add'l info rec'd from MFR 6/9/2004. B.braun has received the actual device involved in the reported incident. Several cracks were noted on the underside of the manifold body under the stopcock seating area. Additional communication with a representative from the user facility indicated that the stopcock manifold leaked immediately upon usage and was immediately replaced. The user facility believes that the part was cracked prior to use. A historical review of product incident report database, dating back to 2000, revealed one other incident of cracked stopcock manifolds against this part. The other report was from the same user facility and against the same lot of product. 14,050 pieces of this item have been sold since 1/1/2003. These two incidents represent a 0.00014% reported defect rate since 1/1/2003. There have been no other reports of this nature from any other user facility that uses this part against this lot or any other lot. A review of the batch records revealed no abnormalities. MFR is considering this to be an isolated incident, possibly due to shipping/transit damage. However, it should be noted, that this item is purchased from a b.braun affiliate in switzerland. The sample and all available info has been forwarded to b.braun switzerland. Co is awaiting b.braun switzerland's investigational results. If b.braun switzerland's investigation on the incident reveals any add'l info, co will provide a follow-up letter.

Event description:
5 stopcock manifold leaking on ICU pt. Meds running at time of leak - heparin, vecuronium, fentanyl, and ativan. Manifold replaced. No injury to pt.